Event description:
During a procedure involving an acumed ulnar shortening saw blade, the physician stated the saw blade was cutting in such a way that the blade overheats and is killing the bone as a result. The physician also stated the saw blade may be contributing to a non union of the bone. Quality assurance became aware of this event on 4/9/2010. We are currently making attempts to collect additional details regarding this event. Upon receipt of this information a subsequent medwatch report will be filed.